Event description:
Technician reported a wheel snapped off a system 1000 hemodialysis device. The device was being transferred into another room when the wheel broke. There was no patient injury or medical intervention associated with this incident.